Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to muscle spasms. The physician was unsure if it was device related, however, it was noted that the spasms continued after the device was explanted. The explanted device was not returned. No further information has been obtained despite good faith efforts.